Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical data reported, the root cause of the limb ischemia issue was patient condition related and due to vasopressors.

Event description:
The user facility reported a (B)(6) male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. The patient developed limb ischemia in the impella limb. The repo-sheath allowed for no distal perfusion. The team placed an antegrade sheath which allowed dorsalis pedis and posterior tibialis pulses to return. The patient remained on the impella for support until care was withdrawn by the family.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿